Event description:
It was reported that the customer was hospitalized with low blood glucose that may have been under 20 mg/dl, due to too much insulin being delivered during a bolus. She had a glucose drink before emergency medical services were called. The customer's healthcare provider thought the customer was suicidal and had overdosed on purpose, but the customer said she was not suicidal. Customer also stated she had a urinary tract infection and was treated intravenously with antibiotics, saline and with dextrose . The customer also reported having high blood glucose of 584 mg/dl after the insulin pump turned off automatically. She was walked through turning off the auto off alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.